Event description:
In december 2005, the facility contacted baxter customer service to report air inthe bloodlines during hemodialysis treatment with a meridian hemodialysis instrument. No pt injury or medical intervention was reported in association with this incident. No further info is available at this time.